Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer as it was discarded at hospital. Without receipt of the explanted device the reported clinical observation cannot be confirmed and a root cause cannot be determined. Edwards will continue to monitor all events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint¿. The information reported may or may not be related to the edwards device. Edwards received information that a 26mm bioprosthetic mitral ring, implanted approximately seven (7) years and five (5) months, was explanted due to stenosis and calcification. The explanted device was replaced with a 7300tfx 25mm. Patient was discharged in good condition.